Event description:
The biomedical engineer (bme) reported that the central nurse station (cns) would not load software or operating system while in patient use. No reports of patient harm.

Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse station (cns) would not load software or operating system while in patient use. It displayed an error message: "disk error has occurred, press control, alt, and delete to reboot" on a black screen. They followed the prompt and the unit rebooted back to the same black screen with the same error, never loading windows or the monitoring software. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.